Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported while hanging to gravity and infusing, an air balloon was noticed in the silicone segment. An IV push was given prior to noticing the balloon. There was no patient harm.